Event description:
Broach handle broke off when inserted in pt's hip. Removed pieces from femur. Depuy rep replacing all broaches in all parts. "Danger is resign". Sent back to depuy; (B)(6), 060 (porb?) G4 (or 2) 92461".